Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that the right atrial lead exhibited loss of capture at maximum output and had no sensing during patient's open heart surgery. The physician decided to replace the ra lead. The ra lead was explanted and no longer in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.